Event description:
Caller states patient tested 145 mg/dl on the inform system while using comfort curve test strips. A comparison lab drawn at the same time returned as 300 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.